Manufacturer narrative:
Investigation conclusion: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends for the reported issue for this lot. Root cause: can not determine. Source: email.

Event description:
Customer reporting getting multiple false positive sars results. It is unknown if any confirmation testing was performed. Attempts were made to gather further information from the consumer without success.